Event description:
The grasping surface of the subject device peeled off and the subject device didn't work properly.

Manufacturer narrative:
Olympus received photos of the subject device and evaluated. The evaluation confirmed that the ptfe pad of the subject device was partially severely worn and peeled, and there were some scratches on the probe surface at the distal end. The manufacturing records for serial number of the subject device indicated no abnormalities related to the reported phenomenon. From the above inspection result, the subject device didn't work properly such as a reduction of grasping ability or the activate output since the exposed metal part of the grasping section contacted the probe. It is supposed that the ptfe pad was partially severely worn and peeled since the user continued activating output for an extended time, and some scratches were occurred on the probe surface at the distal end since the exposed metal part of the grasping section contacted the probe.